Event description:
It was reported that the patient presented to the ER after receiving inappropriate high voltage therapy. Review of transmission noted that the episodes appeared to be svts. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.